Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Patient demographics: race: caucasian it was reported that on: (B)(6) 2009: the patient was preoperatively diagnosed with degenerative disk disease l4-l5. Congenital lumbar stenosis l3-l5 and underwent the following procedures: left direct lumbar interbody fusion l4-l5. Posterior intramedullary spinal fusion l4-l5 using facet screws. Lumbar laminoplasty on the left with left-sided opening from l3 to l5. Lumbar laminoplasty fixation l3-l5. The patient underwent fluoroscopy for laminoplasty screw insertion. Impression: intraoperative localization and posterior fixation. As per op notes, "meedtronic p cage was placed in the l4-5 disk space, packed with rhbmp-2, allograft and autograft." Post-op, the patient alleged unspecified injury due to use of rhbmp-2.